Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 6 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), polymenorrhoea ("menstruations every 15 days"), weight increased ("weight gain of 27 kg"), arthralgia ("joint pain in the whole body"), dyspepsia ("heartburn"), visual impairment ("vision disturbances"), menorrhagia ("hemorrhagic menstruations"), the first episode of fatigue ("extreme fatigue"), disturbance in attention ("concentration difficulty"), amnesia ("memory loss"), anxiety ("anxiety"), pollakiuria ("need to urinate very frequently"), the second episode of fatigue ("feeling she was 30 years older due to strong and crushing fatigue") and pain ("continuous pain in the whole body"). On an unknown date, the patient experienced hypertension. On an unknown date, the patient experienced adenomyosis ("adenomyosis"), polymenorrhoea ("menstruations every 15 days"), weight increased ("weight gain of 27 kg"), arthralgia ("joint pain in the whole body"), dyspepsia ("heartburn"), visual impairment ("vision disturbances"), menorrhagia ("hemorrhagic menstruations"), the first episode of fatigue ("extreme fatigue"), disturbance in attention ("concentration difficulty"), amnesia ("memory loss"), anxiety ("anxiety"), pollakiuria ("need to urinate very frequently"), the second episode of fatigue ("feeling she was 30 years older due to strong and crushing fatigue") and pain ("continuous pain in the whole body"). On an unknown date, the patient experienced hypertension. The patient was treated with surgery (hysterectomy and salpingectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, the last episode of fatigue and pain had resolved, the adenomyosis, polymenorrhoea, weight increased, arthralgia, dyspepsia, visual impairment, menorrhagia, disturbance in attention, amnesia, anxiety and pollakiuria outcome was unknown and the hypertension outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, anxiety, arthralgia, disturbance in attention, dyspepsia, hypertension, menorrhagia, pain, pollakiuria, polymenorrhoea, visual impairment, weight increased, the first episode of fatigue and the second episode of fatigue with essure. The reporter commented: six months after insertion, the patient experienced fists symptoms. In he first year, she developed abdominal pain, menstruations every 15 days, weight gain of 20 kg, joint pain, heartburn. In the second year until removal, symptoms experienced the first year worsened and the other reported events. In 18th day after removal, crushing fatigue was resolved as well as all continuous pain in the whole body. No further information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1865 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 6 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adenomyosis ("adenomyosis"), polymenorrhoea ("menstruations every 15 days"), weight increased ("weight gain of (B)(6)"), arthralgia ("joint pain in the whole body"), dyspepsia ("heartburn"), visual impairment ("vision disturbances"), menorrhagia ("hemorrhagic menstruations"), the first episode of fatigue ("extreme fatigue"), disturbance in attention ("concentration difficulty"), amnesia ("memory loss"), anxiety ("anxiety"), pollakiuria ("need to urinate very frequently"), the second episode of fatigue ("feeling she was 30 years older due to strong and crushing fatigue") and pain ("continuous pain in the whole body"). On an unknown date, the patient experienced hypertension. On an unknown date, the patient experienced adenomyosis ("adenomyosis"), polymenorrhoea ("menstruations every 15 days"), weight increased ("weight gain of (B)(6)"), arthralgia ("joint pain in the whole body"), dyspepsia ("heartburn"), visual impairment ("vision disturbances"), menorrhagia ("hemorrhagic menstruations"), the first episode of fatigue ("extreme fatigue"), disturbance in attention ("concentration difficulty"), amnesia ("memory loss"), anxiety ("anxiety"), pollakiuria ("need to urinate very frequently"), the second episode of fatigue ("feeling she was 30 years older due to strong and crushing fatigue") and pain ("continuous pain in the whole body"). On an unknown date, the patient experienced hypertension. The patient was treated with surgery (hysterectomy and salpingectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, the last episode of fatigue and pain had resolved, the adenomyosis, polymenorrhoea, weight increased, arthralgia, dyspepsia, visual impairment, menorrhagia, disturbance in attention, amnesia, anxiety and pollakiuria outcome was unknown and the hypertension outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, amnesia, anxiety, arthralgia, disturbance in attention, dyspepsia, hypertension, menorrhagia, pain, pollakiuria, polymenorrhoea, visual impairment, weight increased, the first episode of fatigue and the second episode of fatigue with essure. The reporter commented: six months after insertion, the patient experienced fists symptoms. In he first year, she developed abdominal pain, menstruations every 15 days, weight gain of 20 kg, joint pain, heartburn. In the second year until removal, symptoms experienced the first year worsened and the other reported events. In 18th day after removal, crushing fatigue was resolved as well as all continuous pain in the whole body. No further information is expected. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.